Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic episode around 6 pm. Patient wasn't able to communicate, his eyes were rolling and he was seating a lot. His wife called paramedics and patient was treated with glucose. Patient reports that his bg were measured at 10 mg/dl by the paramedics while his cgm was reading 188 mg/dl. At the time of his call to dexcom technical support, patient was feeling better. Dexcom has attempted to contact patient several times in order to investigate cgm readings around the time of the event but has not been able to reach patient yet.